Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 4th december, 2021 getinge became aware of an issue with one of surgical lights - powerled. The paint was peeling on the lighthead and the cover was missing on suspension arm. We decided to report the issue in abundance of caution as any particles or parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of d4 catalog# and serial# fields deems required. This is based on the internal evaluation. Previous d4: catalog# ard267900030c. Serial# (B)(6). Corrected d4: catalog# ard568350902, ard568350900. Serial# (B)(6).

Event description:
Manufacturer's reference number (B)(4).

Event description:
On 4th december, 2021 getinge became aware of an issue with one of surgical lights - powerled. According to the photographic evidence, the paint was peeling from different components on the device and the cover was missing on suspension arm, as well as label was peeling off. We decided to report the issue in abundance of caution as any particles or parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. According to the photographic evidende, the paint was peeling from different components on the device and the cover was missing on suspension arm, as well as label was peeling off. We decided to report the issue in abundance of caution as any particles or parts falling off into sterile field or during procedure may cause contamination. According to the information provided by getinge technician, the repair is going to be cancelled as the customer will be replacing the light. It was established that when the event occurred, the surgical light did not meet its specification due to paint peeling, missing covers and peeled label, which contributed to the event. The provided information does indicate that upon the event occurrence, the device was not being used for patient treatment. Review of received customer product complaints related to investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to number of sold devices worldwide, we can assume that the failure ratio of paint peeling is moderate, very low for peeled label and low for missing covers. As stated by the subject matter expert at manufacturing, all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. As also stated by the sme, it can be observed in the pictures provided that several covers are missing. The cause is probably a collision, these covers have probably been damaged and removed. Regarding the label which was peeling off, the sme concluded that it is probably due to repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of b5 describe event or problem field deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 4th december, 2021 getinge became aware of an issue with one of surgical lights - powerled. The paint was peeling on the lighthead and the cover was missing on suspension arm . We decided to report the issue in abundance of caution as any particles or parts falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: on 4th december, 2021 getinge became aware of an issue with one of surgical lights - powerled. According to the photographic evidence, the paint was peeling from different components on the device and the cover was missing on suspension arm, as well as label was peeling off. We decided to report the issue in abundance of caution as any particles or parts falling off into sterile field or during procedure may cause contamination.